Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419388 implantable pacing lead 2007-(B)(6), d354trg implantable cardioverter defibrillator 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient became septic. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced. The patient was enrolled in the starfix extraction study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.